Event description:
It was reported that the device was involved in an incident mid procedure. Add'l info was requested and on (B)(4) 2014, the following was provided: on (B)(6) 2014, a (B)(6) female underwent a craniotomy for hematoma and skull fracture. It was reported that twice during the procedure, the mayfield seem to loosen to the point that the pt's head almost slipped off. A staff member had to go under the drapes to readjust it. Both times the pt's head was only on the horseshoe by a couple of inches. The gold lever that tightens the joints remained locked both times but after the second readjustment, it had to be taped several times to secure it to the frame. After taping, the pt's head was no longer sliding off. The length of time the product was in use before the event occurred was approximately one hour into the procedure. There was no pt injury. Surgery delay was a total of 15 to 20 mins (5 to 10 mins each time the mayfield was readjusted). There was no pt adverse consequence as a result of the surgical delay. Pt outcome was reported as "no issues from the mayfield."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.